Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse checked the log and connection and tested the system, it came out with error c-00 and c-37. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The erbe was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The unit was sent to and evaluated by the original equipment manufacturer (OEM). Upon arrival, the unit was reconfigured from 230v to 115v, and 4amp fuses were replaced with 8amp fuses. Initial fa findings were confirmed, the unit generated error c-37 on start-up. The investigation found a malfunctioning high-frequency generator printed circuit board (pcb) to be the cause of the failure and once replaced, the error ceased.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a non-recoverable fault on the integrated electrosurgical unit (iesu). The procedure was completing as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without errors. As the generator powered on with error c-00 and c-37, the customer completed the procedure using an external generator.